Manufacturer narrative:
Insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. No excessive no delivery error alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that her blood glucose level was somewhere around 500 mg/dl or 600 mg/dl. The customer was given shots to treat her high blood glucose level. The insulin pump was broken. It kept alarming no delivery. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.